Event description:
Had peritoneal dialysis catheter inserted surgically, adapter inserted into catheter end and a baxter transfer set applied. Transfer set was not fitting onto beta cap adapter, pt had leaking and peritonitis in effluent. Since this incidence, prtr has found numerous cross threading problems while trying to apply baxter transfer set onto quinton beta cap adapter.